Event description:
It was reported, the device diagnosed an atrial fibrillation (af) episode as supraventricular tachycardia (svt), this fell into the monitoring zone so no inappropriate therapy was delivered. Reprogramming was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.